Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age unknown. Patient's weight unknown. Product not returned to manufacturer.

Event description:
It was reported that the screw (iunihg) fractured. It was also reported that the fractured screw was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) & biomet 3i restorative manual (instrm rev b 10/15). Information identified: warnings, precaution, potential adverse effects. Documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16 information identified: torque matrix - internal connection. No device lot number was provided so a device history record review could not be performed. Complaint history review was performed for the reported lot number for similar events and 1 other relevant complaint was identified. The complaint reported a screw fractured in the patient's mouth. Based on the evaluation; the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. A root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4). D10: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.